Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure of a 26mm sapien 3 ultra valve, there was difficulty crossing the native valve with the commander delivery system. The delivery system was brought back toward the arch to attempt to cross the native valve with both partial and full flex and this was successful as the valve was successfully deployed. There was no leak observed and the mean gradient was 3mmhg. The patient's pressure was then noted to be failing to recover. There was no effusion or rupture noted. An aortogram was performed and revealed the distal aortic arch was perforated. The patient was placed on extracorporeal membrane oxygenation (ECMO) while the patient was being prepared for a thoracic endovascular aortic repair (tevar). The patient was noted with an aneurysm measuring 40mm. Tevar was successfully performed, and chest tubes were placed draining 1700ml of fluid. A non-edwards left ventricular assist device was inserted in the patient and the patient was weaned off ECMO. The patient was transferred to the recovery room in unstable condition and later, passed away. It was believed that the delivery system could be responsible for causing the perforation if there was too much friction at the aneurysmal/diseased portion of the aorta while attempting to cross the native valve.

Manufacturer narrative:
The investigation is ongoing. Device not available for return.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery of the patient's anatomy was provided for review. Review of the imagery revealed calcification present in the native annulus. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU/training manuals, it notes that heavy calcification is a factor that can make it difficult to cross the native valve. Additionally, it notes during crossing of the native valve to not force the transcatheter heart valve (thv). Use wire tension and distal flex proactively to help cross the first time. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for difficulty or inability to cross the native annulus and/or bioprosthesis was unable to be confirmed. A manufacturing non-conformance could not be determined. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. As reported, "there was difficulty crossing the native valve with the commander delivery system. The operators then brought the delivery system back toward the arch to attempt to cross the native valve with both partial and full flex and this was successful as the valve was successfully deployed." Additionally, "per the report, a bav was not performed." Per review of the imagery provided of the patient's anatomy, calcification was observed in the native annulus. The presence of calcification in the aorta can cause interaction between the advancing delivery system with transcatheter heart valve (thv) and calcified nodules present, obstructing the valve crossing and resulting in the reported difficulty crossing the native annulus. Additionally, it was reported that after thv deployment, "an aortogram was performed and revealed the distal aortic arch was perforated," and "it is believed that the delivery system could be responsible for causing the perforation if there was too much friction at the aneurysmal/diseased portion of the aorta while attempting to cross the native valve." Further information was received confirming that "the aneurysm was pre-existing and confirmed the location as the distal aortic arch." Edwards patient screening manuals advises on the appropriate approach for delivery system deployment based on numerous factors, including anatomical considerations such as pre-existing aneurysm. It is possible that excessive manipulation required to successfully cross the native annulus caused an interaction between the delivery system and the weakened anatomy at the site of the pre-existing aortic aneurysm, resulting in the reported perforation to the aorta. In this case, available information suggests that patient factors (calcification) and/or procedural factors (excessive manipulation) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.